Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. The rv capture management weekly trend data showed thresholds were variable with a maximum of 1 volt up to greater than 2.5 volts. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The rv lead impedance record showed stable trends but less than 300 ohms throughout the record. An rv lead warning occurred on (B)(6) 2016 with an increased count of low impedance since the warning. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Ventricular high rate episodes recorded with apparent non-physiological noise oversensing were observed on the electrograms. Concomitant product: addrl1 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittent high thresholds. The lead had a warning for low lead impedance. Noise was observed in the interrogated ventricular high rate (vhr) episodes of the lead. The patient reported one of the leads being more superficial and noticeable under the skin. The rv lead remains in use and continues to be monitored with no intervention performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the polarity of the lead switched to unipolar mode from bipolar due to high impedance on the lead. The lead was reprogrammed. A leadless pacemaker was implanted for backup pacing until the lead could be deactivated after device battery depletion change out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.